Event description:
It was reported that the insulin pump alarmed no delivery excessively and that the customer experienced high blood glucose levels. The blood glucose reading was 313 mg/dl. Before the call was dropped, the customer stated that she was treating high blood glucose with manual injections. She reported that she had been hospitalized in (B)(6) 2014 due to diabetic ketoacidosis. She stated that at the time of the hospitalization, she had insertion site issues, possibly related to scar tissue at the site which prevented insulin absorption. A callback was made in attempt to obtain further information regarding the events, but it was unsuccessful. The most recent blood glucose reading was 265 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.